Event description:
Patient presented to the emergency department with swelling at the chest incision site. Upon evaluation, the physician identified a hematoma. Physician brought the patient into the or, evacuated the hematoma, cauterized the bleeding vessel, and closed. This resolved the issue.